Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2010 due to a patient fall from unknown reasons. A review of invoice history found the head, liner and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.